Event description:
Boston scientific crm received information that this right atrial (ra) pace/sense lead had exhibited low sensing measurements since implant. During a procedure to revise this patient's right ventricular (rv) lead, the ra lead was also repositioned to achieve better sensing measurements. It was noted that the measurements improved after the lead was repositioned. All available information indicates that the lead remains in service. If additional information becomes available, the event will be updated.